Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter where it was reported the device leaked from the blue end when used. There was unknown patient involvement and unknown patient harm and no adverse event.

Manufacturer narrative:
Received seventeen (17) new list# clh-12, 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter: lot# 14323633. No visual damages or anomalies were observed. While the complaint of a leak could not be replicated during testing, the reported complaint of a leak could be confirmed from a lot history review. The probable cause of the leak is a molding error in salt lake city. A device history review (DHR) was performed and found to use the same tool as previous complaints with the same issue.